Event description:
An injection gold probe was used for a therapeutic pyloric ulcer bleed. During the procedure, the tip and inner sheath fell off inside of the pt. It should be noted that it is the cauterizing tip that detached and not the needle guide. Suction was used to pull both sheath and tip out through the scope. The procedure was completed with another device.